Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing pain and redness at the pocket site due to the ipg being superficial. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Reportedly, the patient had the system explanted in 2018.

Manufacturer narrative:
Date of the explant d6b is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.